Event description:
Complainant alleged that while attempting to defibrillate a pt, using paddles, the device was charged to 200 joules and only delivered 1 joule. Subsequent testing of the device found inconsistent energies delivered through different sets of paddles. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.